Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the device caused burn to the forehead of the patient. The burned area in the patient's forehead was stated to be healing well.